Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a motor vehicle accident. After the accident it was noted that the right atrial (ra) lead appeared to be oversensing ventricular activity and the capture threshold could not be confirmed. The capture thresholds could not be confirmed on the left ventricular (lv) lead and right ventricular (rv) lead. It was subsequently determined that the ra lead was dislodged. The lead was reprogrammed and later an attempt was made to reposition the ra lead but placement difficulty was encountered. The ra lead was explanted and a new lead was implanted. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.